Event description:
Information was received indicating that a smiths cadd cassette reservoir caused the diluent to leak in to the cassette casing. 5ml of the medication was waisted due to the leakage. There was no reported injury to the patient.